Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient is reporting ipg site pain to the touch, redness and swelling. Advised patient to seek immediate medical attention by contacting physician and/or going to the emergency room. Device remains implanted.